Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a lap cholecystectomy, while firing on the cystic artery, when cut the clip looked bowed on the proximal portion. Case was completed, this occurred on the specimen side the patient side was intact. There were no patient consequences reported.

Event description:
It was reported that during a lap cholecystectomy, while firing on the cystic artery, clip fell off of cystic artery. When cut, the clip looked bowed on the proximal portion. Delivery was a complete squeeze, not half squeeze for cholangiocatheter position. Case was completed, this occurred on the specimen side. The patient side was intact. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # t93095. Corrected data: event description: it was reported that during a lap cholecystectomy, while firing on the cystic artery, clip fell off of cystic artery. When cut, the clip looked bowed on the proximal portion. Delivery was a complete squeeze, not half squeeze for cholangiocatheter position. Case was completed, this occurred on the specimen side the patient side was intact. There were no patient consequences reported. Investigation summary: the analysis results found that the el5ml device was returned with no damage in the external components. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 7 conforming clips. Upon testing, the jaws opened and closed without any difficulties. In addition, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Per photographic evaluation: upon visual inspection of four photos, the following was observed: the first photo shows tissue from front view and ooze is noted. The second photo shows six clips placed on the tissue and appears to be properly formed. The third photo shows two clips and one of them only is placed on tissue of tip area. The fourth photo shows three clips placed on the tissue and appears to be properly formed. Based on the photo alone the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.